Event description:
It was reported that a malfunction occurred on the pump, but the caller was able to capture the fault ID and event date, and then reset the pump independently to resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted in providing pump reset information and ensured the customer understood to call back if the malfunction code recurred, allowing the caller to continue using the pump.